Event description:
It was reported that this left ventricular (lv) lead exhibited low pace impedance measurements in the 290-300 ohms range. Review of the presenting electrogram (egm) confirmed there was lv capture and there was no evidence of noise. Additionally, the lv pacing percentage was 98%, which suggests that there was minimal lv oversensing. This left ventricular (lv) lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).